Event description:
It was reported that the reservoir of this inflatable penile prosthesis (ipp) migrated from the abdominal cavity into patient's scrotum without perforating any tissue after three weeks being implanted. A revision surgery was performed to explant and replace the reservoir. No patient complications were reported.